Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Continuation of d10: product ID: 24967, serial# (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer displayed a white screen with a diagnostic message indicating that an unexpected error had occurred during a procedure when the user was transferring data from the analyzer to the device. It was noted that the mobile programmer was closed and re-opened to complete the procedure without further issue. The mobile programmer remains in use. No patient complications have been reported as a result of this event.